Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No radiographs or images were provided to confirm the alleged event. Patient's bone quality is unknown, root cause cannot be confirmed at this time. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: nonunion or delayed union..."

Event description:
On (B)(6) 2019 patient underwent a spinal procedure. As per reporter, post operatively it was reported lateral mass infusion was incomplete. On (B)(6) 2019 a revision procedure was performed at l4/5 levels.